Event description:
The nurse reported the system would not pass prime/tune with a system message displaying. The system was switched out to complete the case. The case was delayed 30 minutes. Add'l anesthesia was required for the pt. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The power supply was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. The sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).